Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that an "insulin delivery issue" occurred. There was no reported impact to the customer¿s blood glucose level. Additional information was not provided. Customer declined to troubleshoot with tandem technical support, therefore allegation could not be confirmed.